Manufacturer narrative:
(B)(4). The device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after successful deployment of the 3.00x18 mm rx xience xpedition stent the hub disconnected when the catheter was being pulled back from patient. No resistance was felt during advancement or retraction of the stent delivery system with the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Event description:
New information received states that the procedure was to treat a lesion located in the left anterior descending artery. No pre-dilatation was performed prior to stenting. No additional information was provided.